Manufacturer narrative:
Investigation results of needle punctured the sheath. A visual evaluation of the returned device found the working length of the needle and sheath were kinked near the distal end of the handle. The distal tip of the needle had punctured through the sheath which caused the bending of the needle tip. Functional evaluation was performed, resistance was met when the needle was extended, however the needle was able to extend with force. The needle adjust and length adjust knobs presented no issues. Marks were visible at the handle and needle adjusting shaft which indicates the knobs locking and unlocking during the procedure. The reported event was confirmed. Based on all gathered information, anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an expect¿ needle device was used in the pancreatic during an endoscopic ultrasound fine needle aspiration (eus fna) procedure performed on unknown date. According to the complainant, during the procedure the complainant reported the needle was unable to advance and adjust the handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The investigation found that the needle punctured through the sheath and the distal tip was bent, this is now deemed an MDR reportable event.